Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of spinal pain. It was reported that the patient¿s ins was ¿running out of juice¿ and the patient needed to charge it. The patient reported that their ins was not working and when they went to charge they were having issues. The patient saw a code on the patient programmer (pp). The patient stated that it might¿ve been an end of service (eos) code. No symptoms or complications were reported.